Event description:
It was reported that during a shift check while the autopulse resuscitation system was being tested with a mannequin the lifeband retracted and stopped. The platform then displayed user advisories ua 02 (compression tracking error) and ua 07 (discrepancy between load 1 and load 2 too large) messages. There was no report of patient involvement. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.